Manufacturer narrative:
As a result of an internal review of the file, reporting that vitrector did not work during the vitrectomy surgery and there was an unusual sound occurred. The patient was contacted by the device, but no harm was to the patient,, does not disconnect with no patient harm. The event is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, reporting that vitrector did not work during the vitrectomy surgery and there was an unusual sound occurred. The patient was contacted by the device, but no harm was to the patient, does not disconnect with no patient harm. The event is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.

Event description:
A nurse reported that the vitrector had problem with aspiration or the cutting during the vitrectomy surgery. The surgery was completed after replacing the product with another one. The patient was contacted by the device, but no harm was to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).